Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contraction, rupture and skin reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent a primary breast augmentation with mentor memorygel breast implants 500cc and experienced bilateral rupture and capsular contraction as well as itching on the inside of the left areola post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Additional information: on 9/16/2019, the mentor failure analysis lab received the device for evaluation. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/7/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample a crease was noted in the posterior view and extending to the anterior view. Within crease an area of missing material was note din the anterior view, measuring approximately 7.0 cm x 4.0 cm. An area of delamination with leak was noted at the union between shell and patch. The evaluation determined that the rupture is consistent with a crease fold rupture these kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 8/13/2019, mentor became aware that the patient did not experience capsular contraction. Manufacturer¿s reference number: (B)(4).